Event description:
We have had 3 recent episodes in which a clot was injected into the left coronary artery during a coronary angiography. All of these complications occurred when using the 5f fl4 impact catheters manufactured by boston scientific. The MFR of jography catheters sold the plant to abbott, which discontinued making jography catheters altogether. We have never had such problems with diagnostic catheters and are concerned that there is some problem with the engineering, construction, polymer coat, or some other technical aspect of the MFR of the 5f fl4 impact catheters, which is leading to these complications. We informed the boston scientific rep of these problems and are trying a variety of other catheters. We have not found any that match the performance of jography. Cordis and medtronic, for example, make a fairly stiff catheter that has the potential to damage blood vessels. We feel strongly that this is a potential pt safety matter that requires the national attention of the FDA.